Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause was assigned to depleted main batteries due to use/user error, therefore, conclusion code 80 replaces 43.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to a depleted battery. The main batteries and harness was replaced to correct this condition. The device was evaluated on-site at the customer facility. Baxter has received similar reports for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.